Event description:
The customer reported that during a procedure the system continued to perform fluoroscopy after the fluoro button on the hand control was released. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and the hand switch were replaced. The system was tested and found to be working as intended and put back into service.